Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation; 1 event was confirmed during testing. One device was found to have high impedance. The reported event was not confirmed for 1 device; the device was found to be within specification for the reported event. These devices are not repairable and were not returned to the user facilities. Two devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "4" malfunction events in which the device ran on. Two reported events occurred during testing; no patient impact. Two reported events had no patient involvement; no patient impact.